Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 528 mg/dl. Customer treated with an injection. Troubleshooting was performed and it was found that the customer had a no delivery alarm because she ran out of insulin. Customer stated that she will program a temp basal and try to lower her blood glucose level by contacting her health care professional. Customer changed her set yesterday and was having lows. Customer's blood glucose level was 48 mg/dl. Pump passed the displacement test. Customer had been exercising and stated that the issue was possibly due to their hormones. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.